Manufacturer narrative:
Product complaint # (B)(4). The following information was inadvertently omitted on the follow up report 1 mwr-04042022-0001160762 . Section h6. Type of investigation: device not returned (b17).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint.

Event description:
As reported by the field, during an intracranial coil embolization, a galaxy g3 xsft coil 4mm x 6cm (glx120406, 30513170) could not easily be introduced into a prowler select lpes 45 deg tip microcatheter (606-s155fx, 30422138). When pulling the coil back to introduce again into the microcatheter (mc), the coil became stretched. The intracranial procedure was finished successfully with a new prowler select and a new coil. The surgery was delayed due to the reported event. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during an intracranial coil embolization, a galaxy g3 xsft coil 4mm x 6cm (glx120406, 30513170) could not easily be introduced into a prowler select lpes 45 deg tip microcatheter (606-s155fx, 30422138). When pulling the coil back to introduce again into the microcatheter (mc), the coil became stretched. The intracranial procedure was finished successfully with a new prowler select and a new coil. The surgery was delayed due to the reported event. The procedure was successfully completed. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30422138 number, and no non-conformances related to the malfunction were identified. Resistance/friction-inner lumen with loss of mc cerebral target position is a known potential procedural complication associated with the use of this prowler select. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation (mre), there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics and device selection may have contributed to the reported issue. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.